Event description:
On (B)(6) 2012, at (B)(6), the nozzle of cannula with lot number 92048408 was defective. (B)(4).

Manufacturer narrative:
(B)(4). The complaint sample was returned to maquet (B)(4) for evaluation. A visual inspection of the unit confirmed that tip was deformed. (B)(4).